Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing performed included leak testing, clear passage test, clamp function testing and integrity of seal surface testing was completed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the transfer set and the titanium adapter. This occurred when the nurse changed the transfer set for the patient. The transfer set connector could not be screwed on completely to the titanium adapter. The problem was resolved by connecting another transfer set to the titanium adapter. There were no issues noted with the titanium adapter and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.